Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during fill 1 of 2. The patient was connected. The baxter technical service representative (tsr) assisted the caregiver (cg) with troubleshooting. The cg stated the registered nurse had the clamp on the patient line closed during the priming and there were air bubbles in the patient line. The tsr assisted the cg to cycle the power off and on, end therapy, and start over with new supplies. The tsr then explained proper set up procedures to the cg and told the cg to make sure the clamp was open on the patient line during priming. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The cg stated that they were able to resume therapy successfully after starting over with new supplies. The cg stated therapy has been going fine since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm with air in patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, a closed clamp on the patient line during priming. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.